Manufacturer narrative:
(B)(4). Date sent: 5/3/2018. Batch # unk. Additional information was requested and the following was obtained: does the account believe the burn is associated with the megasoft pad? If so, why? Account initially believed that the pad may be associated with the alternate site burn but ultimately determined that the burn may be due to pad positioning. Are photos available of the burn? No photos available and will not be released. What was the degree of burn? No burn degree determined. Has it been determined that the burn is thermal injury and not a chemical burn potentially from cleaning agents? It was a thermal burn. How is the burn being treated? Not sure how it¿s being treated. Patient has been released home. What was the exact location of the never stimulator wire in association with the pad and the patient? The nerve stim wire was positioned in the area of the burn. Exact location unknown due to drape being over patient. Was the nerve stimulation wire between the patient and the megasoft pad? Not sure if wire was between patient and pad. Are photos available of this patient set up? No photos will be provided. What type of investigation will be done on the wire of the nerve stimulation equipment? Current patient status? Patient released home.

Event description:
It was reported that during a lumbar spine 360 procedure, the patient was prone and the patient return pad was placed on top of the patient. A nerve stimulator was being used and the wire was run underneath the mega soft pad, between the patient and the patient. After the procedure was completed, the patient received an alternate site burn, on the outer right thigh.

Manufacturer narrative:
(B)(4). Investigation summary one mega soft pad catalog number 0845, serial number (B)(4) was returned for evaluation. The unit was decontaminated by wiping down the unit with germicidal wipes. No abnormalities are observed outside of the normal wear use (e.g. Scuffs, dirt, etc.) During visual inspection. The pad was functionally tested using multimeter 01153 to measure the resistance. The cable was manipulated while testing the resistance and found within specifications, also tested pad using mega power generator s/n (B)(4), found pad to be good with no alarming. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.